Event description:
(B)(4). It was reported that on (B)(6) 2023, a 35mm navitor titan valve was selected for an implant using a 19f flexnav delivery system. A device deficiency occurred, the valve did not recapture correctly, and the nose cone could not be retracted. The device was exchange for a new 35mm navitor titan valve and 19f flexnav delivery system to continue with the procedure. During pre-balloon aortic valvuloplasty (bav) it was reported that the patient had bradycardia (asystole) and was pacing dependent there after. The patient had a dual chamber permanent pacemaker implanted. On the same day, the patient had transient loss of consciousness lasting a few seconds while transferring from commode and postural dizziness. The patient was treated with slow ivt and postural blood pressure monitoring. There is no allegation that loss of consciousness or postural dizziness was due to the abbott device or procedure. The patient is stable.

Manufacturer narrative:
An event of asystole during the navitor device implant procedure was reported. Information from the field indicated that the patient had a history of first-degree heart block and the valve was implanted at a 4.98mm depth. No information regarding calcification extending beneath the aortic annular plane was received. Additionally, the asystole occurred after the pre-balloon aortic valvuloplasty (pre-bav). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the asystole could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.